Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. A conclusive cause could not be determined from the limited information available. However, it was reported that the valve was positioned low in the annulus and below the sealing skirt, which most likely led to the pvl.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (29mm), it was noted that the valve was too low in the annulus and below the sealing skirt. A transesophageal echocardiogram (tee) and aortography showed moderate paravalvular leak (pvl). Two snares were used to pull the valve up by each paddle and place the valve within the sealing skirt which resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.